Event description:
The device was applied during a partial gastrectomy procedure involving one pt. Reportedly, the staple did not form properly. The surgeon resected the staple line and completed the procedure by manual suture.